Manufacturer narrative:
(B)(4). The insulin pump was received with cracked lcd window and cracked display window corner.

Event description:
Customer reported the insulin pump had a crack on the corner of the screen. Customer's blood glucose was 104 mg/dl. The device was not dropped or bumped and was unaware of how it occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.